Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-10173.

Event description:
It was reported a patient had a total hip replacement and now experiencing metal on metal injuries and will be revised. Attempts have been made for further information however none is available at this time.

Event description:
It was reported that the patient was revised. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information provided does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.